Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of capture. During the lead revision procedure, the patient experienced tamponade due to perforation. The cardiologist performed interventions and the patient was stable. The lead was explanted and replaced. There were no additional adverse consequences to the patient and the patient was discharged.